Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she was trying various programs and levels to find the best ones. She discovered that #1 and #2 were not effective. She found #3 to work best for her with acceptable results, #4 was okay but less effective. The patient was satisfied with the results at the time of report. It was much better. She did not contact the doctor to change programs as he did not plan to examine her again.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va10cbk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported not having as good of response as they did with the trial. Stimulation was not felt with the first program despite turning settings up. The patient could barely feel tingling with program 2, but it did not control the urgency and frequency. Program 3 had improved stimulation sensation, but the patient had not tried it long enough to know if it had good therapeutic effect. The patient was to monitor symptoms on programs 3 and 4. Additional information received on (B)(6) 2015 reported the patient developed a urinary tract infection (uti) shortly after surgery. Antibiotics were taken and resolved the uti. Now the patient was able to try different programs to measure effects. Outcome remains unknown. Follow-up is being conducted to obtain additional information. The indications for use included urinary dys function and gastrointestinal/pelvic floor.

Event description:
Additional information from the consumer that she was getting 50% or less therapy relief. She got better from the trial. She wanted to know who to contact for reprogramming and if the manufacturers' representatives did anything different than she did with the patient programmer.